Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. It was reported that air bubbles were observed within the infusion set tubing. Subsequently, customer was hospitalized. Bg was treated with insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.